Manufacturer narrative:
Complete information from patient identifier: multiple = sid (B)(6). This report is being filed on an international product, list number 07p67-22 that has a similar product distributed in the us, list number 7p67-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b12 results for two patients. The results provided were: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity I b12 assay, list number 07p67-22 and manufacturing site a.i.d.d longford to the alinity I processing module, list number 03r65-01, and manufacturing site abbott gmbh. MDR number 3002809144-2021-00385-00 has been submitted and all further information will be documented under that MDR number.